Event description:
The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has alleged that power cord plug was burning and smoking. There was no report of patient harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has alleged that power cord plug was burning and smoking. There was no report of patient harm or injury. No medical intervention was required by the patient. Correction to the previously reported information: the manufacturer received information related to a philips CPAP device alleging that the power cord plug was burning and smoking. There was no report of patient harm or injury. No medical intervention was specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The b5 information has been corrected in this report.